Event description:
I have been experiencing skin rashes due to the dexcom g6 continuous glucose monitor and omnipod insulin pump for several months. I have been using the dexcom since 2018 and did not experience reactions until recently. I have been using the omnipod since (B)(6) 2022 and began experiencing the same skin rash reactions at the same time as the dexcom. They are rashes that are very itchy and burning and last well after the device is removed. FDA safety report ID# (B)(4).